Event description:
It was reported via repair work order that the caster tires were worn causing the brakes not to hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.